Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative tested the system at various charge modes. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a charger failed error message. No pt injury was reported.